Event description:
It was reported to boston scientific corp that an ultraflex non-curved tracheobronchial stent was used during a stent placement procedure. According to the complainant, the doctor deployed the stent about 1 cm and the end of the catheter bent and folded back into the stent. The stent fully deployed however, the end of catheter was still bent and folded back into the stent. As the physician attempted to remove the catheter, the stent was also being removed. Therefore, the physician used a biopsy forceps to hold the end of the stent and successfully removed the catheter. The procedure was completed with this device. The pt's condition at the end of the procedure was reported to be "under control without any consequence."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.